Manufacturer narrative:
Currentl,y it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 20 mg/dl at the time of the event. Troubleshooting was performed. The customer's spouse stated that the customer had delivered over 30 units of insulin in a 30 min time period by over riding the insulin pump. Nothing further was reported.